Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A study was performed to evaluate assay performance. An internal troponin-I panel was tested with reagent lot 08615un13 (all of the materials utilized in testing were stored and maintained in-house). The troponin-I panel is targeted to a known concentration. The panel results were within specification (0.22 - 0.42 ng/ml), which demonstrates that the assay can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the current customer issue. Based on the results of the current investigation, the architect stat troponin-I assay, lot 08615un13 is performing as expected. A product malfunction was not identified.

Event description:
The customer reports a falsely elevated patient result generated by the architect stat troponin-I assay. An initial result of 0.334 ng/ml was generated. The result was questioned by a physician and the sample was retested several times and generated results of 0.000 ng/ml and less than 0.04 ng/ml. No suspect results were reported from the lab. There were no issues with any other test results generated for this sample. There is no impact to patient management reported.